Event description:
It was reported that the patient presented in clinic with pocket stimulation. Upon interrogation, it was found that the pacemaker went into backup operation and exhibited failure to capture. No intervention was performed as the pacemaker failed to be restored. Patient condition was stable and the patient would continue to be monitored.